Event description:
Dealer states the tdxsi powered wheelchair is pulling to the right an then slows. It was reported the programming was not correct. The dealer reprogrammed and this issue is now resolved. There was no patient injury.